Event description:
It was reported that the numbers on the customer's insulin pump were continuously scrolling when she would try to deliver a bolus. Her blood glucose level was 247 mg/dl. The customer did not recall any significant events leading up to the alarm. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery, or weak battery alarms were noted. The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. No number ramping anomaly was noted on the display. The insulin pump had minor scratches on the display window, cracked case at a display window corner and a cracked reservoir tube lip.